Event description:
It was repoprted that the tsb35 was used during an unk procedure. It was reported by the affiliate that the device did not work properly after reloading the cartridge. There was no consequence to the pt. 03/27/1998 add'l info rec'd from affiliate. A second devie was used to complet the case.